Manufacturer narrative:
Follow up with customer indicated that his blood glucose levels have been doing well ever since he stopped using his abdomen for his infusion sets. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that the insulin gauge on the customer's pump was not going down. Reportedly, the customer's blood glucose levels was high.